Event description:
Distributor reports patient self-tester generated results lower than reference with the protime microcoagulation system. Protime generated 1.2 inr and repeat test 15 minutes later generated 1.4 inr. On the same day, patient went to physician's office and laboratory result generated 1.9 inr. Treatment based on the laboratory results. Patient's therapeutic range: 1.8-3.2. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# not provided. Method: actual device not evaluated. Process evaluation performed. No related ncmrs, complaint trends, or CAPA identified. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.